Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 10/3.00 flextome¿ cutting balloon¿ was used for dilatation. During the procedure, the balloon was inflated an unknown number of times to 2, 3, and 6 atmospheres. The balloon burst during an unknown inflation attempt. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified contrast media. A further microscopic examination observed a pinhole (lengthwise) at 1.5 mm proximal to proximal end of distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 10/3.00 flextome¿ cutting balloon¿ was used for dilatation. During the procedure, the balloon was inflated an unknown number of times to 2, 3, and 6 atmospheres. The balloon burst during an unknown inflation attempt. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.